Manufacturer narrative:
The device returned for service. The root cause is undetermined. No additional information at this time.

Event description:
Device was returned for service. This is report 1 of 1 for complaint (B)(4).